Event description:
It was reported that the catheter cracked after 12 hours of insertion. Location of the crack was approximately 2 inches from the multi port hub. It was further stated that leakage was not observed. There were no patient complications.

Manufacturer narrative:
The catheter was found to have a tear or cut approximately 0.090" long 5 centimeters distal of the backform. The damaged area entered the right ventricle pacing infusion lumen. There were no other lumens affected by the damage. The device history record review was not completed as the lot number was not provided with the reported event. This event was determined to be reportable following edward's standard procedures. Pacing catheters are typically inserted due to a low heart rate in some patients are pacemaker dependent. Failure modes that require exchanging these catheters have the potential to have an injury to the patient. This is being reported as it is unclear if this product had to be exchanged or upon removal, the crack was observed.